Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which they acknowledged and understood.